Event description:
In 2004, the pt underwent a left inguinal hernia repair procedure with implant of perfix plug. Approx nine days later, the pt reports abscess and infection at the implant site leading to plug removal surgery, prolonged healing time, home health care and wound clinic treatment. Four days later, the mesh plug is explanted. The pt now suffers from permanent abdominal deformity and mild pain. Note: report from attorney indicates that no dr had attributed the above bodily injuries to the use or any defect in the perfix plug.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Note: report from attorney indicates that no dr has attributed the event to the use of or any defect in the perfix plug.